Manufacturer narrative:
Product ID: 8709, lot# unknown, explanted: (B)(6) 2019, product type: catheter; product ID: neu_unknown_cath, serial# unknown, product type: catheter. Analysis of the catheter identified the sutureless catheter connector was damaged at explant. Fdm updated. Fdr updated. Fdc updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: unknown, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (3000 mcg/ml at 833.9 mcg/day) via an implantable pump for an unknown indication for use. It was reported replacement of the pump was due. During the replacement on (B)(6) 2019, the pump segment of the catheter broke/was damaged while it was being disconnected from the pump. It was recommended the whole catheter be replaced, however, the team/surgeon was reluctant to do so and declined. Instead, they used the pump segment from another model. The issue was resolved. There were no issues reported by the patient. No troubleshooting was performed. No contributing factors were reported. The patient status was alive - no injury. The pump and catheter would be returned. Further complications were not reported or anticipated.